Event description:
It was reported that the patient had a power on reset on the device. The device was reprogrammed to the original settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. 1 por for write to locked ram, addr 0c67, data 3c, occurred on (B)(4)-2011 05:39:53. 1 patient alert for por occurred on (B)(4)-2011 04:39:53. The device was not returned but diagnostic information is consistent with reported event.